Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator displayed power related errors. There was no harm or injury reported. As per the customer, no repair will be done to this device.

Event description:
The manufacturer received information alleging a ventilator displayed power related errors. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.